Event description:
In 2006, the pt felt ill while in school. His mother got a reading of 139 mg/dl from his adc device. The mother reported her son regurgitating and taking insulin. At 9 pm that evening he was brought to the emergency room where he was diagnosed with dka. The hcp meter gave a reading of 500 mg/dl.